Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the u.s. List number. The device involved in the event was not returned, the sample was not available; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the patient underwent procedure for the placement of percutaneous endoscopic. In (B)(6) 2017, the patient experienced redness on stoma site. The patient was treated with tazocin.